Manufacturer narrative:
Upon receipt the lead was found cut 18.5 cm distal to the df4 connector pin. A proximal, medial and a distal lead fragment were received for analysis. Explantation aids were still inserted in and mounted on the distal lead fragment. The performance of the lead fragments was scrutinized, including a visual inspection as well as an analysis of the provided fluoroscopic images. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular between 16.5 and 18 cm distal to the df4 connector pin the insulation was found abraded through. This damage is assumed to be the root cause for the observed oversensing leading to inappropriate shocks. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. The available fluoroscopic images showed the lead in the implanted state with several windings in the generator pocket and could not exclude interaction with the generator housing. Further damages, like the cuts into the medial lead fragment most likely occurred during the extraction procedure. Damages, like the deformed svc and rv shock coils as well as the in the distal fragment fractured conductor cable, most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 83 months, oversensing with inappropriate therapies was reported. Apart from the shocks, no further adverse patient side effects have been reported. The lead was explanted.